Manufacturer narrative:
Batch record for pn 260407i ln 1049569 was reviewed and there were no non-conformances related to the defect of during the manufacturing of the lot. Bd was unable to perform a thorough investigation as no sample,was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 260407i. Batch no: 1049569. It was reported that the health professional reported laceration. Verbatim: we have received report of an incident regarding a chloraprep wand: batch no: 1049569. Expiry date: 02/2024. Following arm cleaning the donor developed a scratch on their arm in the area the chloraprep was used and a ¿pin prick¿ of blood was present. Logged internally as (B)(4). Please could we obtain a supplier response?

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 260407i batch no: 1049569. It was reported that the health professional reported laceration. Verbatim: we have received report of an incident regarding a chloraprep wand: batch no: 1049569. Expiry date: 02/2024. Following arm cleaning the donor developed a scratch on their arm in the area the chloraprep was used and a ¿pin prick¿ of blood was present.